Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1, b5, h1: the initial complaint was reviewed and found not reportable. The unknown drill bit belongs to the joint recon opco and is captured under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown drill bit/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the total hip replacement surgery, the drill was used, which broke during drilling. The surgeon used an alternate device to complete the procedure. There was no surgical delay or patient consequence. Concomitant device reported: unknown cancellous bone screw (part# 416.07, lot# 2316000, quantity 1); unknown plate (part# unknown, lot# unknown, quantity 1); unknown guide (part# unknown, lot# unknown, quantity 1); this report is for one (1) drill bit. This is report 1 of 1 for (B)(4).